Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent kinked. Imdrf impact code f2301 captures the reportable event of the additional device required to remove the stent. Block h11: blocks b1, b2, b5, h6 (impact codes) and h11 were corrected.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in the pancreatic duct for drainage during an endoscopic retrograde pancreatic drainage (erpd) procedure performed on (B)(6) 2024. During the procedure, the stent was deployed; however, it was noted that the distal tip was kinked. The stent was removed, and another advanix pancreatic stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in the pancreatic duct for drainage during an endoscopic retrograde pancreatic drainage (erpd) procedure performed on (B)(6) 2024. During the procedure, the stent was deployed. However, it was noted that the distal tip was kinked. There were no patient complications reported as a result of this event.

Manufacturer narrative:
06/18/2024 - villd17. Block h6: imdrf device code a0406 captures the reportable event of stent kinked.